Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion and excessive no delivery tests due to the prime anomaly. The pump powered up properly after battery installation. The pump was received with operating currents within specification. No unexpected battery out limit alarms were noted. The pump had intermittent button response due to moisture damage on the keypad traces. No button error alarms were noted. The pump had a cracked case at the display window corners and display window, as well as minor scratches on the lcd window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 136 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.